Event description:
It was reported that the patient had on-going bladder infections since (B)(6). The patient stated that they clear up and then they come back. It was also noted that they had urinary control when they don¿t have the infections. The patient had an appointment with their doctor on (B)(6). Follow up information received 12 days later reported that the patient still had concerns with their device therapy but was working with their doctor and/or manufacturer¿s representative. An appointment of (B)(6), 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09e65, implanted: (B)(6) 2013, product type: lead. (B)(4).